Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they visited their dentist and provided a letter of recommendation. In the letter indicates aligners case significant issues with bite and alignment that were not present before.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.